Manufacturer narrative:
A review of the device history record for strattice lot sp100142 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 31/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with a strattice device lot ¿sp100142-01¿ on (B)(6) 2014. The patient underwent a ¿exploratory laparotomy, extensive lysis of adhesions (requiring over 2 hours), repair of tangled small intestine, removal of strattice mesh, incisional hernia repair with covidien symbotex mesh¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿abdominal pain, nausea, fever and vomiting a few months after mesh was implanted. This continued throughout 2015 until the revision surgery when it was discovered I had a small bowel obstruction. I missed time from work and exhausted all employer paid time off. Due to having no vacation time left, I missed family functions that year. The revision surgery resulted in a 7-day hospitalization. The form lists the conditions that were treated were ¿ventral hernia¿ on or about (B)(6) 2014. The patient was also treated for ¿small bowel twisted and obstructed, extensive lysis of adhesions, recurrent hernia repair¿ on or about (B)(6) 2015. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien symbotex mesh lot no. Pnl0984x¿ on (B)(6) 2015. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.